Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number (B)(6) compared to an unknown laboratory reagent. At 7:32 am, the meter result was 5.7 inr. Warfarin dose was held for one day based on this result. The patient was instructed to take 1mg on (B)(6) 2023 and then resume their normal dose of 5 mg monday and friday and 2.5mg the other days. At 7:45 am, the result from the laboratory was 4.0 inr. Patient's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.